Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that "lipid filter clogged" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: lipio filter clogged.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: lipio filter clogged.